Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the hospital that three weeks after a patient underwent an initial hip athroplasty the patient presented with an mssa infection. Subsequently, the patient underwent revision of the head and liner. It was also reported that the implants were removed to facilitate washout and debridement of infected joint, not because they were faulty.

Manufacturer narrative:
(B)(4). Concomitant medical products: medical product: g7 hi-wall e1 liner 36mm f, catalog #: 010000936, lot #: 6369830. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the hospital that three weeks after a patient underwent an initial hip arthroplasty the patient presented with an (B)(6)infection. Subsequently, the patient underwent revision of the head and liner.